Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received complete pump reset information from cts, was guided through the pump reset process, and successfully started their sensor session without further errors.